Event description:
It was reported that pump experienced malfunction alarm. Customer¿s blood glucose (BG) level was above 500 mg/dL. Elevated BG was addressed by correction injection, and did not require assistance from a third-party. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: iOS / iOS_iPhone XR / Unknown / iOS_14.4.2.